Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user felt "the wafer shifted during physical therapy and cut the stoma". She advised that initially, the pouch was approximately half full with blood and feces. She emptied the pouch and it was approximately half full again before she reached her surgeon's office. The nurse at the surgeon's office applied silver nitrate to the area to cauterize the bleeding. The area continued to ooze for several days and had healed. The visible laceration was approximately 1 cm in length on the right side of her stoma. There was no additional intervention provided after the initial treatment with silver nitrate. No photo is available at this time.